Manufacturer narrative:
The device was evaluated by a field service technician. There is nothing wrong with the scooter. The customer drove off the sidewalk and tipped over.

Event description:
Alleges backing up in unit, went forward, and the front wheel hit the grass and tipped over and end user hit the concrete.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges backing up in unit, went forward, and the front wheel hit the grass and tipped over and end user hit the concrete.